Event description:
A patient reported she was skin tested in the forearm in 6/98. In 6/98 the pt developed nodules, redness and swelling in the test area. The physician prescribed a local corticoid, which was ineffective. Excision was provided on an unk date, as the local corticoid was ineffective.